Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a kinked guidewire was confirmed; however, the root cause could not be determined. One opened 4.5fr microintroducer kit was provided for investigation. The guidewire and hoop exhibited evidence of manipulation. The floppy end of the guidewire was kinked 1.5cm from the distal weld tip. This type of damage can occur if the guidewire is caught against the hoop or advanced against resistance; however, the observable features on the returned sample did not contain enough information to identify a specific root cause a review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Although the root cause could not be determined, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that immediately after opening the package, it was noticed that the tip of the guidewire was bent differently than usual. There was no reported patient involvement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that immediately after opening the package, it was noticed that the tip of the guidewire was bent differently than usual. There was no reported patient involvement. No other information was provided.